Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ canada. Visual examination of the returned product and provided pictures identified gouging to both ends on the underside of the device. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint histories identified additional similar complaints for the reported items and no additional similar complaints for the reported part and lot combinations. Based on the available information, the reported event can be confirmed. A definitive root cause could not be determined however it is possible that the gap gauge became damaged by the tibial template as the hospital reported but without the tibial template utilized at the time being returned this cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that while washing the instrument it was noticed that there is a groove in the gauge probably caused by the tibial plateau. This event is related to a malfunction that could potentially lead to a sterility issue/serious injury. However, no patient harm or further outcome was reported. Attempts have been made and no further information has been provided.